Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse and sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/excision on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.